Event description:
It was reported that during the use of the device for a non-clinical activity, when the system boots up, there are three lines through the central control monitor (ccm) display. Per the field service representative (fsr), the ccm was still functioning and readable. There was no pt involvement.

Manufacturer narrative:
Additional information from the user: before setup, they just turned the ccm on this morning to make sure batteries were charging; they did not have any cases today. The field service representative (fsr) removed the ccm from the perfusion system and installed a replacement ccm. The fsr reloaded the system configuration. The unit operated to manufacturer specifications and was returned to clinical use. The suspect ccm was returned to the manufacturer for further evaluation. Per the laboratory evaluation, the reported complaint was confirmed. The technician observed horizontal lines on display. No connector or circuit board anomalies were observed. As a precautionary measure, a thorough cleaning of the flat panel interface node controller (fpinc) board connector was performed with alcohol and ionized air, restoring the ccm's functionality. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.